Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received.